Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, when closing the puncture site, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color, and the activation button could not be activated. There was no reported patient injury. The device will be returned for analysis.